Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6) block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal venae flexure hemostatic tensioning ligation procedure to treat varicosity and esophageal varices performed on (B)(6), 2024. During the procedure, the bands adhered together during the deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6) . Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (correction): block g4 premarket/510 (k) has been corrected. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned, and it had marks of the trip wire, indicating that it was secured. No problems with the device were noted. The reported event of bands premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis on the returned component, the handle had marks of the trip wire indicating that that the trip wire was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal venae flexure hemostatic tensioning ligation procedure to treat varicosity and esophageal varices performed on (B)(6) 2024. During the procedure, the bands adhered together during the deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.